Event description:
Pt reported that his infusion set was leaking. He stated that this has occurred with every infusion set from this lot. Pt's blood glucose was elevated (400mg/dl), which he treated with an insulin injection.